Manufacturer narrative:
Follow-up #1 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2011 with the following findings: visual inspection found evidence of moisture visible through the display lens. The black box history showed several load step malfunctions and loss of prime warnings due to non-zero force. A leak test was performed and a display lens leak was found. The pump was opened and moisture and corrosion was found throughout the pump. The complaint was unable to be adequately investigated due to the moisture and corrosion damage.

Event description:
The patient reported that she performed a cartridge change while attempting to clear a call service alarm, and the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
Correction #: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.